Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage of 2.84 volts. The radio frequency (rf) device had been placed in storage mode prior to the sales representative receiving it from another representative. The device was not used and will be returned for analysis.